Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 02 sep 2019. Date of report received: 03 sep 2019. The data acquisition (da) printed circuit board assembly (pcba) was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. The manufacturer's field service engineer (fse) performed troubleshooting and could not find any leaks in the internal pipes or joints. The fse concluded that there data acquisition board required replacement and that the unit needed preventative maintenance. The fse replaced the data acquisition board and the issue was resolved.

Event description:
It was reported that the unit failed system leak testing. There was no patient involvement.